Event description:
It was reported that the 9900 system ac power line sensor error during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a problem with the or power output found during the service call. The system was tested and found to be working as intended, and put back into service.